Event description:
The customer reported a failure of the device to deliver a shock during pt use. There was no report of pt harm.

Manufacturer narrative:
(B)(4). \a follow up report will be submitted upon completion of the investigation.